Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I hbsag qualitative ii reagent, lot 21587fn00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 21587fn00, all specifications were met and found that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. If the alinity I hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii reagent, lot 21587fn00.

Manufacturer narrative:
This submission being send for additional information; upon review, it was discovered that an additional concomitant product was omitted on the previous submission. Section d10: new concomitant product: was updated to include alnty I processing modu,03r65-01, serial numbers; (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I (B)(6) qualitative ii results on one donor¿s specimens when compare to roche and nat. The results provided were: on (B)(6) 2021 (B)(6). Note: please see cross reference ticket (B)(4) for reportability determination on the (B)(6) results for (B)(6). There was no reported impact to patient management.